Manufacturer narrative:
Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/not provided. Section e1 telephone number: (B)(6). Device evaluation: a field service engineer (fse) visited site and the customer presented images of the surgeon's parameter configuration and other checks were also carried out. It was identified that the ultrasound parameter was too high and that the height of the bottle was too low, this combination was possibly the cause of the edema. The customer was advised to correct these parameters and the aspiration problem was corrected. The customer confirmed that after the guidance and adjustments the equipment improved and problems did not occur, there were no more problems with patient involvement and procedures were completed successfully. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the equipment presents low irrigation and difficulty in aspiration which caused the patient to have corneal edema. It was also reported patient had corneal burn. No additional information was provided.